Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. Investigation was performed and the reported condition was confirmed. The single board computer (sbc) board was replaced. The ventilator was returned to stock. After repairs were completed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.